Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the water feedset tube was separated from the bag spike. Visual inspection identified sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed one other similar complaint for lot 120514. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed after release for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the connection between the water feedset tube and bag spike of an mr290 vented autofeed humidification chamber after 2 days of use. No patient consequence was reported.